Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence, despite the use of multiple cartridges and syringe needles. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was approximately 177 mg/dl.